Event description:
It was reported that during testing conducted at the manufacturer facility the maestro duraguard was found to have a bent foot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed. The stryker service technician visually confirmed the leg was bent. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the maestro duraguard was found to have a bent foot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.